Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the "chop" phase of a cataract extraction procedure with intraocular lens implant the handpiece did not deliver torsional ultrasound and became warm. For the first half of the surgery, the lens was ¿broke and ate¿ normally. During the removal of the last half, the efficiency stopped. The cataract was ¿eaten¿ using aspiration with the help of the ¿chopper¿. The surgery was completed without harm to the patient. Additional information has been requested.